Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s son that the implantable cardiac monitor (icm) device was not working right and the patient ¿almost died twice¿. The caller was advised that the manual transmissions were working so the doctor could get information. The call was made to the son after an investigation and he was informed that the device clock was programmed incorrectly so the wireless transmission would not work. The clinic was notified and will be contacting the patient to come in. No patient complications have been reported as a result of this event.